Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured, and only the distal fractured segment was returned for evaluation. Further evaluation revealed that the proximal end of the fractured segment was stretched and ovalized. This indicates that the device may have been retracted against resistance. Based on the reported complaint, the root cause of the fracture could not be determined. Further evaluation revealed additional damages along the cat7 fractured segment. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure to treat a fistula graft using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician made several passes using the cat7 and lightning. Subsequently, the physician broke the distal end of the cat7. Therefore, the cat7 and sheath was removed. The procedure had ended at this point. There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02204 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure to treat a fistula graft using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician made several passes using the cat7 and lightning. Subsequently, the physician broke the distal end of the cat7 while inside the sheath. Therefore, the cat7 and sheath were removed together as a unit. The procedure had ended at this point. There was no adverse effect to the patient.